Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving lioresal (2000 mcg/ml at 239.9 mcg/day) via an implanted pump. The patient¿s medical history included spasticity. The indication for pump use was cerebral palsy and intractable spasticity. On (B)(6) 2018 it was reported that the patient presented to the ER (emergency room) secondary to the pump alarming. The pump was read while in the ER and pump telemetry showed that the low reservoir alarm occurred on (B)(6) 2018 and the empty reservoir alarm occurred on (B)(6) 2018. The pump was refilled and reprogrammed on (B)(6) 2018 while the patient was in the ER. The patient was then admitted for 23-hour observation. No patient symptoms were reported. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that the patient had missed a pump refill. The issue was resolved at the time of the report. The patient status was reported as ¿alive ¿ no injury¿. No surgical intervention occurred, and none was planned. It was indicated that the hcp (healthcare professional) had no further information regarding the event. No further complications were reported/anticipated.